Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that air bubbles were constantly appearing in the reservoirs. There is no confirmation on the size of the air bubbles or if the customer was able to remove the air bubbles. Customer¿s blood glucose was 375 mg/dl. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.